Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge impactor was reported. The event was confirmed. Conclusion: the investigation concluded that: the striker broke due to a mixed mode overload fracture. The condition of the handle threads do not match the condition the striker threads; an indication that striker was not original to the handle. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. It is noted in the IFU that during cleaning and sterilization the instruments with articulating surfaces must be tested for movement. A moist heat compatible, medical grade lubricant should be applied to all articulating joints prior to sterilization. It is further noted in the surgical protocol that instruments should be handled with caution as they could become damaged. The instrument was manufactured in 2013. It is unknown how many surgeries the trial was used in over it's lifespan. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
After washing, the "knot" was discovered loose. Could be tightened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
After washing, the "knot" was discovered loose. Could be tightened.